Event description:
Refrence number (B)(4). Event occured in united states it was reported that patient faced infusion set cannula kinked event on (B)(6)2026. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information is available.